Event description:
Customer reported issues related to the a5 anesthesia delivery system's auto ventilation mode and touch screen not working, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep reviewed the system's error log and found that auto ventilation mode was disabled because the system previously failed the start-up leak test. Customer was informed of this finding. As a preventative maintenance, the sys was evaluated and tested to factory's specifications.